Manufacturer narrative:
Device evaluation: the spiderfx device was returned without the capture being within the dual ended delivery catheter. A kink was noted on the capture wire. A portion of the distal tip wire was detached proximal to the filter basket post. Biological material was observed in and out if the filter basket. This an indication the device was used during a procedure. The green dual ended delivery catheter exhibited a kink on it shaft approximately 16cm proximal from the distal tip. Biological material was observed within the lumen of the green dual ended delivery catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a spiderfx device with a 6fr non-medtronic(terumo) sheath. The IFU was followed during prep, procedure and post procedure. The physician reported that when the filter was being loaded into the green delivery catheter it was observed as damaged. The device was not used in the patient. The vessel was pre-dilated. A new device was used in the procedure. There was no patient injury reported. When the device was returned to the manufacturing facility it as noted to be damaged.